Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated potassium results generated on the architect c16000 processing module for one patient. The following data was provided (reference range: 3.5-5.3 abnormal range 2.8-6.0): (B)(6) initial result 7.0, repeated 3.9 no impact to patient management was reported.

Manufacturer narrative:
A review of complaint tickets by lot number found normal complaint activity. Return testing was not completed as returns were not available. File sample analysis was not performed as the samples were repeated and acceptable results were produced on other instruments. Trending review did not identify any trends for the complaint issue. There were no other issues related to the current complaint. Labeling was reviewed and found to adequately address the issue under review. As part of troubleshooting the samples were rerun with acceptable results. Based on all reviewed data, a product deficiency was not identified.